Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The device associated with this report was not returned to depuy synthes for evaluation, however the photo evidence was with bad quality and had the threaded tip has broken off from the inserter. Broken fragment was not seen in the evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The threaded tip has broken off from the inserter. Broken fragment was not returned for evaluation. The jammed/seized allegation was not confirmed sine the involved mating device was not returned for evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On monday, (B)(6) 2023 approximately 12pm or so, there was an incident with an instrument that broke at the hospital. After broaching and trailing, the surgeon decided on a stem size, which was opened sterilely. He was then inserting the actis stem manually (by hand) and noticed that the implant was sitting up a bit from where he had trailed the broach. He then said that he would like to remove the stem, go back to a smaller broach and then to the size that he had trailed to. As he was using the stem removal instrument, it broke in the middle of the threaded area of the instrument, which ended up with a piece of the threaded portion in the real implant. He then tried multiple instruments to try and get the broken piece out of the real stem, unfortunately he could not get that piece out. He then decided to leave it in the implant and used the actis stem inserter to make sure the real stem was seated properly. There was a ten minute surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.